Event description:
It was reported that lead dislodgement and a drop in r-wave sensing were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.